Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the index part of the device head became hot during testing. Service repaired and returned the device to the customer.